Event description:
It was reported that a patient passed away. It was not reported if the patient was connected to the device at the time of death. The cause of death was reported as cardiac arrest. The patient was hospitalized one day prior to death due to congestive heart failure. It was reported that the patient presented to the hospital with symptoms of fluid overload. It was reported that a code was called due to cardiac arrest/"pea" (pulseless electrical activity) from congestive heart failure. It was reported that an autopsy was not performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b1, d9, h1, h2, h3, h6, h11. H11: the device was received for evaluation. The sample analysis was performed which included an internal and external inspection and a simulated therapy. The device was found to meet specifications for the reported problems. There was no device malfunction found that could have caused or contributed to the reported problem. A review of the sharesource log data revealed there was no evidence of a device malfunction or indications of an increased intraperitoneal volume event associated with the reported event. A service history review was performed and revealed that the device has no previous service events in the last 12 months; therefore, servicing did not cause or contribute to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. Based on additional information received, the amia device was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.